Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt said their ins was shut off for it was not recharged with any battery and when they go to unlock the controller with nothing plugged in it would say cant find the device. Pt said this started in the last couple days but prior the controller had found it before with the stimulator having no charge. Pt noted they don't always recharge all the time and this was the first time this happened. During call patient plugged the recharger into their controller and verified they were recharging with excellent quality. The ins battery was in the red. The troubleshooting steps that were taken on the call resolved the issue. Pt stated they had been having a lot of sensation where the ins was in their back. Pt said it seemed when their back got aggravated around where the ins was in the lower left back, it got sore every once it a while.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are still having issues when trying to charge the implant. Caller repeated information that the device will stop the charge session and say no device found or become blank/unresponsive. Caller stated they called the manufacturer rep who told them to call and ask for a replacement battery pack. Agent reviewed with caller that battery pack would not be related to implant charging connection issues. Agent offered to send replacement recharger and sent email to repair.